Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported that the lead was removed due to over- sensing. In addition, pauses due to inhibition of pacing were reported. It was noted that the device was exposed to electrocautery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun